Manufacturer narrative:
(B)(4). Insulin pump received with no button response on the select and down arrow buttons due to corroded keypad traces. Unable to perform and selftest due to unresponsive keypad. Insulin pump received with pillowing keypad overlay, scratched/peeling keypad overlay texture, missing display window cover, faded/stained/peeling serial number label, peeling/fading end cap address label, cracked case at belt clip rail corner, cracked battery tube threads and scratched case. Tested with a test p-cap and the test p-cap locked in place properly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that there was long crack beginning from the top of the insulin pump along the length of battery tube. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.